Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed multiple abrasion marks along the lead. In particular 52cm distal to the is-1 connector pin the insulation was found damaged due to wear, which is assumed to be the root cause of the observed oversensing leading to inappropriate shocks. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem for these devices.

Event description:
After an implantation period of approx. 32 months, oversensing with inappropriate shocks was reported. Furthermore, the device was found to be in backup mode. The lead and ICD were explanted.